Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown/her hsg confirmatory does show patency of the right fallopian tube') and post procedural haemorrhage ('bled from the date of procedure') in a 22-year-old female patient who had essure (batch no. 626404) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida and parity 4. Concomitant products included hydroxyzine and medroxyprogesterone acetate (depo provera). In (B)(6) 2008 the patient experienced dysuria ("bladder or urinary problems or changes, bladder- sometimes painful to urinate"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), muscular weakness ("legs get weak upon standing for long period of time") and gastrointestinal pain ("bowels-cramping can hardly sit during cycle"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal large clots"). In december 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced libido decreased ("hormonal changes describe: low sex drive") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysuria, dysmenorrhoea, libido decreased, nausea, dyspareunia, fatigue, alopecia, vaginal discharge, abdominal pain lower, back pain, muscular weakness and gastrointestinal pain had not resolved and the post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal pain, libido decreased, menorrhagia, muscular weakness, nausea, post procedural haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were 3-5 coils visualized at that ostia. Right: 3-5 coils were visualized. Lot number: 626404 manufacture date:2008-01, expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown/her hsg confirmatory does show patency of the right fallopian tube') and post procedural haemorrhage ('bled from the date of procedure') in a (B)(6) female patient who had essure (batch no. 626404) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida and parity 4. Concomitant products included hydroxyzine and medroxyprogesterone acetate (depo provera). In (B)(6) 2008, the patient experienced dysuria ("bladder or urinary problems or changes, bladder- sometimes painful to urinate"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), muscular weakness ("legs get weak upon standing for long period of time") and gastrointestinal pain ("bowels-cramping can hardly sit during cycle"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal large clots"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced libido decreased ("hormonal changes describe: low sex drive") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysuria, dysmenorrhoea, libido decreased, nausea, dyspareunia, fatigue, alopecia, vaginal discharge, abdominal pain lower, back pain, muscular weakness and gastrointestinal pain had not resolved and the post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal pain, libido decreased, menorrhagia, muscular weakness, nausea, post procedural haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were 3-5 coils visualized at that ostia. Right: 3-5 coils were visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), bled from the date of procedure, bladder or urinary problems or changes-dysuria, dysmenorrhea (cramping), hormonal changes describe: low sex drive, malposition of essure device location of device: unknown, nausea, dyspareunia (painful sexual intercourse), fatigue, hair loss, vaginal discharge, lower abdomen pain , lower back pain, bowels-cramping can hardly sit during cycles, legs-get weak upon standing for long periods of time, device monitoring procedure not performed were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.